Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the pc was explanted on (B)(6) 2021. They stated the leads themselves were never specifically tested.

Manufacturer narrative:
H3. Analysis of the ins (s/n (B)(6)) found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The json reports for sessions on (B)(6) 2021 showed that the left impedances for the percept monopolar electrodes 1, 2, and 3 were >5k and all bipolar pairs were >10k. Impedances were reran and left impedances were: monopolar electrode 3 was >5k and bipolar 0/2 - 34, 0/3 - >10k, 1/3 - >10k, and 2/3 - >10k. The right impedances were: monopolar electrode 3 was >5k and bipolar 0/3 - >10k, 1/3 - >10k, and 2/3 - >10k. The json report for the pc showed that left monopolar electrode 2 and 3 were high and bipolar pairs were: 0/1 - high, 0/2 - 16778, 0/3 - high, 1/2 - high, 1/3 - high, 2/3 - high. The pc right impedances were high on monopolar electrode 3, bipolar 0/3, 1/3, and 2/3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the manufacturer representative (rep) was at a replacement case to change an activa primary cell (pc) to a percept. They indicated that the top channel of the percept is not working. They checked impedance prior to the procedure and everything was fine. Prior to calling, they performed troubleshooting. The patient has pocket adaptors connected to the extensions. They indicated that they initially found the percept the right lead was "a little off". They removed the right side adaptor from the head, cleaned it, and reinserted it. They indicated that the right side displayed normal impedances but then the left side had 3 of 4 electrodes high. They repeatedly cleaned the left side adaptor but that did not resolve the issue. Then they switched the top and the bottom adaptors. When the impedances were re-ran, the top stayed bad or got "worse", some of the color indicators changed from orange to red. They stated that this indicated that the impedance issues were associated with the top port of the ins and not with the adaptor that was connected to the port. They tried turning stimulation on and off, the rep closed out of the application and restarted the programming session but they were not able to resolve the issue. They were getting a second percept to try to connect to the adaptors. The rep planned to try to connect the adapters to the activa pc that was being explanted and check impedances in the old ins and then make a determination about using a second percept or potentially replacing the adaptors. They indicated that the physician did not want to replace the adaptors because they are scarred in place. The rep called back indicating that the physician originally provided information that the patient had adaptors and old extensions. After the original call, the rep was made aware that the patient did not have adaptors. The patient had 37086 extensions. They indicated that during the case, they tried to connect the extensions to the activa pc. When impedances were checked, one contact was yellow. They swapped the ports in the activa pc and the impedances were within the normal range. They then connected the extension in the top port of the percept and the impedances were still inconsistent. They opened a second percept and all impedances were within normal range. The rep checked impedances multiple times in post-up and all impedances were within normal range.